Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Event description:
It was reported that the plunger rod in the unspecified bd¿ syringe was found unhinged before use. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: 1 out of 3 of the syringes had an unhinged plunger and did not feel safe using the syringe.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger rod in the unspecified bd¿ syringe was found unhinged before use. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: 1 out of 3 of the syringes had an unhinged plunger and did not feel safe using the syringe.